Event description:
It was reported that the patient experienced cardiac arrest and passed away on (B)(6) 2024. The pump flow and speed had dropped during the event. Log files showed low flow alarms and low speed advisories until the driveline was disconnected at the time of the patient's death. It was noted that the patient experienced abdominal pain and increased secretions that required suctioning that caused low flow alarms. The patient's death was not considered device related and the device operated as expected.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 2¿ from the pump header. The remainder of the pump cable, as well as the modular cable, were not returned. The sealed outflow graft was secured to the pump cover outlet port. The outflow graft bend relief was attached at the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any depositions or thrombus formations that would have contributed to a functional issue. The submitted controller event log file contained data from 12jun2024. Multiple set speed changes were observed, with fixed speed ranging from 3000-4500 rpm, and the low speed limit was set to 5400 rpm. A low speed advisory alarm was active due to the set speed being below the low speed limit. Motor power, estimated flow, and pulsatility index ranged from 2.005-3.149 w, 0.0-1.6 lpm, and 2.1-15.3 respectively. A low flow alarm was active for the duration of the relevant data. At 06:01, the driveline was disconnected, and the controller was shutdown. These events appear consistent with the reported events and end of support. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, rev. D, also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.